Event description:
It was reported that the device exhibited a leakage cuff post intubation nasally. The patient was extubated and intubated nasally with second nasal tube, however slow loss of cuff pressure was noted. The patient was successfully re-intubated with reinforced nasally with no issues.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Two used devices were received for evaluation. As received, there were no damages or anomalies observed. Functional testing was performed and, a leak was observed at the cuff surface. The damage on the cuff is consistent with damage observed with contact with teeth during insertion. The complaint of cuff deflation/leakage was confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.